Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The customer¿s blood glucose level was 224 mg/dl at the time of the incident. No symptoms were noted, but customer could treat this with a cortisol shot. Customer stated she needed help changing the temp basal from units to percentage. After speaking to her healthcare provider, not they wanted her to run a 125% temporary basal rate for 24 hours. Customer denied troubleshooting. It was noted the cannula was bent upon removal. No troubleshooting was performed. Nothing was returned or shipped.